Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8337674. All inspections and challenges were performed per the applicable operations qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 328466, batch no. 8337674. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the needle broke off in his side during injection. He was able to remove needle and did not see a doctor. The following information was provided by the initial reporter: consumer reported: needle broke of in his side during injection. He was able to remove needle on his own and did not see a doctor for needle break. Stated on other occasions he would find syringes: that did not have hole in needle, not able to draw insulin, barb on needle. Could not provide a count for each issue or incident date.